Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she did not receive sensor option when linked reading was sent to pump. The customer was advised that a reading higher than 400 mg/dl will not asked to be used for updating sensor. The customer was advised to wait for blood glucose to not only go down but also stabilize since she took a correction bolus about 15 to 20 minutes ago. The customer was advised to call back if assistance is required.